Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker appeared to be loss of capture due to auto gain of the ventricular channel. No intervention was performed. The patient was in a stable condition.